Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction.

Event description:
A customer reported that the unit of measurement setting of their freestyle mini meter had changed to mg/dl. The customer noticed the low battery icon displayed on the screen before the unit changed. The customer did not notice any error messages displayed.